Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm. There was no patient involvement reported.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. A top and bottom pin of the bottom case was recessed, but returned to its original position when the bottom case was removed. The bottom case was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent electrical connection to the battery caused by a mechanical failure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm. There was no patient involvement reported.

Manufacturer narrative:
Resmed requested for the astral device to be returned so that an engineering investigation can be performed. The device has not been returned. If further information becomes available, a supplementary report will be submitted. Resmed reference#: pr (B)(4).